Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced both medical grade power supply (mgps) and installed a load sharing cable. The system was tested and verified as ready for use. Isi received the mgps 1 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/ confirmed the customer reported complaint. In-house fa reviewed the system logs and found several errors 417 with p1 value of 0x5 which means psc 48v power supply 1/2 faulted and is inhibited until restart and errors 417 with p1 value of 0x7 which means psc 48v power supply 1/2 failed power up test due to bad connection or defect. In house fa found errors 418 which means one side of redundant power supply on the psc is operating below minimum operating load. In house fa installed mgps 1 into the printed circuit assembly (pca) system and the system started up failed with error 4. The voltage was too low and fans stopped running. This mgps 1 was more than 4 years old and recommended to scrap this part. Isi received the mgps 2 involved with this complaint and completed the device evaluation. Fa investigations replicated/ confirmed the customer reported complaint. In-house fa reviewed system error logs and found several errors 417 with p1 value of 0x5 which means psc 48v power supply 1/2 faulted and is inhibited until restart and errors 417 with p1 value of 0x7 which means psc 48v power supply 1/2 failed power up test due to bad connection or defect. In house fa found errors 418 which means one side of redundant power supply on the psc is operating below minimum operating load. In house fa installed mgps 2 into pca system and the system started up failed with error 4. The voltage was too low and fans stopped running. This mgps 2 was more than 4 years old and recommended to scrap this part. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 418 for both power supplies in the psc related to the reported complaint. An event verification confirmed the hysterectomy - benign procedure was performed on the reported event date (B)(6)2022 on system sk2231. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) supervisor and the following additional information was provided: the system encountered error 418 during procedure and the procedure was completed with another psc. The system logs did not indicate proper ending of the procedure. There was no information regarding procedure end or instruments removal or arm undocked in the logs (usually user induced be disconnecting cables prematurely). The duration of the procedure was listed as 5 hours. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to power supply error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had message stating patient side cart (psc) was running on battery. An intuitive surgical, inc. (Isi) clinical sales representative (csr) tried different power outlets, still the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found errors 418 for both power supplies in the psc. An isi tse had the customer power cycle the psc and the issue of running on battery was resolved. An isi csr called back to report patient cart running on battery message returned after initial call. An isi csr had tried several different power outlets before calling to technical support and confirmed battery charge led was down to two bars. Csr would monitor patient cart battery charge leds. The procedure was completed with another psc with no reported injury. An isi followed up with the initial reporter and obtained the following additional information: the system was working properly upon powering on. An isi csr checked different power outlets and restarted the system. The system was successfully restarted but the error reoccurred several minutes after the restart. The customer swapped the psc and the procedure was completed. There was no patient injury.